Manufacturer narrative:
Device analysis has not been completed. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The investigation is in progress pending the completion of the device explant analysis.

Event description:
In 2006, the patient was treated for thrombosis when a leakage was detected at the site of previously placed dacron interposition graft. In 2007, a viabahn endoprosthesis was implanted to successfully seal the detected leakage of the interposition graft. The angiography also suggested a fold in the endoprosthesis, which was treated with balloon dilation at the proximal end of the graft. Three months later, the patient returned complaining of left medial knee pain. Sonography revealed infiltration of the tissue around the graft, but no leakage. Three months later, an x-ray discovered that the viabahn graft had fractured at two sites. The sonography also detected a 4 cm false aneurysm. Three weeks later, the physician performed a surgical intervention to explant the viabahn endoprosthesis and partially replace the dacron graft. The patient's condition was good following the procedure.